Event description:
Infrasonics star 2000, ventilator. Had an apparent malfunction in the system that supplies 100% oxygen (no audible or visual alarm was triggered by the malfunction). Product was taken out of service when malfunction was suspected by clinician.